Manufacturer narrative:
One device has returned for evaluation. The device was visually examined and the tip was found to be disconnected from the body of the catheter. The complaint is confirmed. The root cause of the damage appears to be significant force applied to the tip by the user. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
During a catheter exchange, the user observed that the tip of the catheter had separated from the body of the catheter. The tip of the catheter was found in the abdominal aorta and removed from the patient using a snare. Resistance was felt during the use of the catheter. No patient injury was reported.